Manufacturer narrative:
This case is considered as a significant epithelial loss. (B)(4).

Event description:
An optician reported that a pt presented with very red and sore eyes of two days duration associated with wear of dailies aquacomfort plus contact lenses. Extensive corneal staining (epithelial) was observed, however, no sign of infiltrates was determined. Pt referred to specialist. Symptoms had not completely abated after 5 days of no contact lens wear. Follow up info received (B)(6) 2010 from the optician stated that all clinical signs had disappeared but lens wear has not resumed. Follow up with specialist scheduled for (B)(6). Follow up info received (B)(6) 2010 from the optician stated the pt experienced an allergic reaction, left eye > right, pain left eye only. Ocular lubricants were prescribed. Symptoms improved but not fully resolved after 10 days. Pt attempted lens wear on (B)(6), but was uncomfortable. Advised no lens wear until cleared to resume wear by specialist. Pre-event best corrected visual acuity noted as 6/5 each eye. Current best corrected visual acuity noted as 6/5 each eye. This MDR is designated as the right eye event. Refer to 9610813-2010-00008 for right eye event.